Event description:
It was reported that during a dialysis procedure balloon detachment occurred. A 7.0x80, 75cm charger balloon catheter was selected and advanced fo post dilatation of an unspecified lesion that contained "not much stenosis". The physician completed six inflations at eighteen atmospheres with the charger 7.0 x80, 75cm balloon. They had a difficult time removing the balloon back thru the 5f 4 cm non bsc sheath. It was placed on the table and it was noticed that the balloon had come off the catheter, but the device came out in one piece. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a dialysis procedure balloon detachment occurred. A 7.0x80, 75cm charger balloon catheter was selected and advanced fo post dilatation of an unspecified lesion that contained "not much stenosis." The physician completed six inflations at eighteen atmospheres with the charger 7.0 x80, 75cm balloon. They had a difficult time removing the balloon back thru the 5f 4 cm non bsc sheath. It was placed on the table and it was noticed that the balloon had come off the catheter, but the device came out in one piece. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that the shaft was broken just proximal to the proximal balloon sleeve, stretching was noted at the break point. Examination of the balloon material noted that it was fully deflated but not correctly wrapped. Examination of the remainder of the shaft noted a kink just distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).